Event description:
The sales rep was notified on (B)(6) 2015 that during a primary trauma surgery on (B)(6) 2015, the drill bit broke in the patient on the last screw and the piece remained in the patient. Also intra operatively, the screwdriver handle and shaft detached from one another.

Manufacturer narrative:
Evaluation summary: the device was received and the reported event could be confirmed. In addition to what was reported in the event description, visual inspection revealed evident marks of degradation on the screwdriver colored band, as well as signs of rust at the shaft-handle connection. Moreover, the tip of the screwdriver was found damaged. According to the investigation, the root cause was attributed to a user-related issue. The device at issue was manufactured in august 2009 and this complaint was opened in (B)(6) 2015. This means that it is 5 years and 9 months old. The degradation signs found on the colored band support the fact that this device was used several times. The rust found at the shaft-handle connection and on its shank proves that this screwdriver was not cleaned and sterilized correctly. The age of this device together with its signs of corrosion make think that it went through too many surgeries and was not well maintained. Although stryker does not specify the maximum number of uses appropriate for such device, the instructions for cleaning, sterilization, inspection and maintenance (please refer to "notes" below) state that a good preventive maintenance of screwdrivers entails a regular functional check and visual inspection: in case of failure, device is to be replaced and not used. Since not reported by the event description, it is impossible to know whether the tip of the screwdriver broke during the mentioned surgery or whether it was in this condition even before it. Either way, it is very likely that the shaft detached from the handle of the screwdriver because, since it had reached the end of its life since long time and it was neither maintained nor inspected efficiently, it could not bear torque anymore. Notes. The instructions for use for instrument rev v15011 rev m 06-2015 instruments IFU ot-IFU-152 were reviewed and the following applicable warnings were noted: "cleaning, maintenance and sterilization of non-sterile instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use." [Original statements] the instructions for cleaning, sterilization, inspection and maintenance (l24002000-en rev. M, ot-rg-1 rev. 1 cleaning and sterilization guide) were reviewed and the following applicable warnings were noted: "stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [...] Functional check for screwdriver blades preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure." [Original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep was notified on 1/26/2015 that during a primary trauma surgery on (B)(6) 2015, the drill bit broke in the patient on the last screw and the piece remained in the patient. Also intra operatively, the screwdriver handle and shaft detached from one another. As (B)(6) 2015: on (B)(6) 2015, per rep, the screwdriver handle detaching from the shaft did not play a part in the drill bit breaking, two separate events. He verbally confirmed that they occurred during the same surgery though. Screwdriver event resolved via "there was a modular screwdriver and they loaded it onto a teardrop handle."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.